Manufacturer narrative:
Concomitant medical products: product ID: 3889-28; lot#: va1lgzp; implanted: (B)(6) 2017; explanted: (B)(6) 2022; product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead broke off during removal as it was being pulled from the pocket. A portion of the lead remained in the patient. There was no diagnostics/troubleshooting or further actions interventions taken/planned. The issue remained unresolved.